Event description:
Operator reports water coming from under the left front door of the analyzer onto the floor. There are no issues with pt results, all work was moved to another analyzer. No one was hurt due to the leak. The field service rep determined a broken water filter was the cause and replaced the filter. Performance tests performed which were within specs.